Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: during procedure, the device was broken at around the hinge of the distal end. New device was opened to complete procedure. Nothing fell into cavity. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.